Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial pacing and undersensing of qrs. Programming changes were made; however, the oversensing was still occurring. Technical services (ts) recommended additional programming options and/or rv lead revision. This lead remains in service. No adverse patient effects were reported.